Event description:
It was reported that there was difficulties in deflating the balloon. It occurred before use in patient, during the balloon testing as per dfu. Another catheter was used without any problem.

Manufacturer narrative:
One catheter was received with an attached monoject 1.5cc limited volume syringe. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. The balloon deflated within 2 seconds without a syringe attached, which is within the specification of 4 seconds. The balloon failed to deflate with a syringe attached. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or returned monoject 1.5cc limited volume syringe. The complaint of deflation difficulty was not confirmed; the balloon inflated and then deflated normally, when the syringe was removed, as expected. A review of the manufacturing records indicated that the product met specifications upon release. Although the root cause of the balloon not deflating cannot be conclusively determined, handling factors may have contributed to the event. As stated in the IFU, passively deflate the balloon by removing the syringe from the gate valve. No actions will be taken at this time.